Event description:
Through a review of the medical article "surgical repair of ventricular septal defect following transcatheter aortic valve implantation: a case report., corresponding author satoru fujii et al., the following event(s) was/were identified as pertaining to an edwards device: an 88-year-old man with moderate to severe aortic stenosis received a 29mm sapien 3 valve implant. The post-procedure transthoracic echocardiogram showed a well-functioning tavi prosthesis with a mean gradient of 6 mm hg with no aortic insufficiency and normal biventricular function. The day before discharge, a pre-discharge transthoracic echocardiogram revealed a minor communication between the left ventricular outflow tract and the right ventricle. Since the patient was asymptomatic and otherwise fit for discharge, the decision was made for medical observation, and the patient was discharged home. Unfortunately, 2 weeks later, the patient was readmitted with decompensated congestive heart failure and found to have increased size in the vsd with a larger left to right shunt and right ventricular dilation and functional compromise. Surgical repair of the vsd was performed. After achieving adequate hemostasis, the patient was transferred to the intensive care unit.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ventricular septal defects (vsds) may be of congenital origin, and may be acquired as a result of penetrating trauma, blunt trauma, post-surgical contusion, myocardial infarction or perforation at cardiac catheterization. Post myocardial infarction vsds is a rare but serious complication, which may result in cardiac wall rupture. In those cases, a septal perforation develops on the average 2-3 days after myocardial infarction. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (all models). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing of the flex catheter may be helpful in solving the problem. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors for this type of adverse event. The sapien transcatheter heart valve (all models) relies on calcium to securely anchor in the landing zone. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the cardiac tissue or the vasculature, which can lead to injury. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest that a minor communication between the left ventricular outflow tract and the right ventricle could have contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.